Manufacturer narrative:
Evaluation: during visual inspection of returned device there was what appeared to be a cut in both the t-connector and tubing of the device. The cut did not go entirely through the wall of the device and appeared to have been cut by a sharp instrument. An air leak was detected where the hospital tubing was connected to the barbed end of the t-connector. There was no air leaking from the site of the cut mark. No defect could be confirmed on the returned device. The reported leakage was most likely due to the incorrectly seating of the hospital tubing on the barbed connector. There will be no pra or CAPA initiated as there is no confirmed defect. Manufacturing records were reviewed and there were no related nonconformities. Trends will continue to be monitored.

Manufacturer narrative:
Device evaluation currently underway.

Event description:
It was reported by the sales representative that the optisite cannulae at the connector had a crack that allowed for air to leak. The physician reportedly "cut out the piece that was cracked and replace the connector with another connector" the procedure was an avr. The physician is reported as being experienced with the device.